Manufacturer narrative:
(B)(4)

Event description:
It was reported that intermittent sensing was observed on the rv lead. Repositioning of the lead was attempted without success due to deployment difficulties . A new lead was implanted and the patient was in stable condition after the procedure.